Event description:
It was reported that during a total knee procedure that the blade broke at the mount. It was further reported that the broken pieces did not fall into the surgical site. It was reported that there was another blade readily available to complete the procedure successfully.

Manufacturer narrative:
Device not returned for evaluation as it was discarded at the account. In addition, no lot number information was provided as the packaging displaying this information was discarded at the account.